Event description:
Pt underwent surgery in 2001 for implantation of a silhouette spinal fixation system. Pt rec'd a two level bi-lateral construct from l4-s1 consisting of: two 5.5x45mm polyaxial screws (part#7220-5545-00), two 6.5x45mm polyaxial screws (part#7220-6545-00), two 6.5x50mm polyaxial screws (part#7220-6550-00), six locking nuts (part#7000-1020-00), two 5.5 x 10cm stainless rod (part#7300-0101-00). Pt complains of pain and alleges that their surgeon implanted it wrong. Additionally, the pt alleged that the "system" moves, pops and touches bones.